Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l4 burst fracture, which occurred some time ago. He underwent l4 corpectomy and fusion. Intra-op, after inserting the implant into the position, a crack like sound was heard while it was being expanded. The teeth on the cage had broken, which prevented the expansion mechanism from working. It was determined that the expansion driver broke the teeth of the implant. As the implant failed to expand, it was removed from the patient. No patient complications were reported as a result of this event.